Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 270-376 (mg/dl). Reportedly, it is believed that the pump is not working properly. Boluses and manual injections were delivered to address bg levels. The customer has reverted to an alternate pump for insulin therapy.